Event description:
On march 1, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the error 4 message. The sr medical affairs specialist spoke with the patient on march 1, 2006. On occasions, the patient had been unable to obtain blood glucose results due to unknown error messages. The patient would test with his wife's meter, when the reported meter would prompt error messages. Throughout the time of testing, the patient had been using expired test strips (exp 10/2005), without his knowledge. He had been maintaining his prescribed blyburide and humulin 70/30 regimen and attempted to test twice daily. Approximately four weeks ago, the patient had been feeling weak, experiencing seizure like symptoms, and his head had been hurting prior to going to bed. Earlier that morning, the patient had obtained a relatively "normal" result on the reported meter. As per the patient, due to the error message prompts, the patient did not attempt to test and contacted the fire department. The fire dept and the paramedics were at the patient's house within minutes. A result of 42 mg/dl was obtained on the emt meter. The patient was given syrup. His blood glucose level increased to 170 mg/dl and came back down to 150 mg/dl prior to the emt leaving. The patient refused to be transported to the hospital. The paramedic advised the patient that the hypoglycemia was due to not eating enough for dinner. The patient was advised to regularly eat something sweet prior to going to bed. Two weeks following the incident, the patient's medication was decreased from two tablets of glyburide in the morning and afternoon to one tablet in the morning and one tablet in the afternoon. Patient's humulin 70/30 insulin regimen was decreased from 40 units in the morning to 38 units and 44 units in the morning to 30 units in the evening. The customer care advocate (cca) verified that the approximate room temperature when testing was performed was normal and the approximate room temperature was normal. The cca confirmed that the patient was using the correct testing and cleaning technique. The cca discovered that the patient had been using expired test strips. Quality control testing could not be performed due to the expired test strips. The meter, test strips, and control solution were replaced.